Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be working within specification and no defect could be identified. The device was returned back into service. The most likely root cause of the event is a missing warm up phase of the gas blender or an incorrect pressure from the wall gas supply of the hospital. Based on the fact that no hardware malfunction occurred and that the reported issue was solely caused by user techniques, the reported event has been re-assessed as non reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in berlin, germany. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a s5 gas blender system with gas concentration not correct during priming. There was no patient involvement.